Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports which is linked to mfg report number 3004608878-2020-00763. A facility reported that patient underwent a first surgery on (B)(6) 2020 for cervical prothesis c4-c5. Subsequently, a second surgery was necessary on (B)(6) 2020 for laminectomy c3-c5 and posterior arthrodesis c3-c5 due to spinal contusion. The patient was placed in prone position and twice during the second surgery there was loss of hold and the stardust of the mayfield swivel adaptor (product ID a1018) showed abrasion. The facility reported that the patient was at risk of major spinal cord injury; however, there was no functional deficit after surgery, and the patient was better after the second surgery. There was no known delay of surgery and no patient harm was reported.

Manufacturer narrative:
Unique device identifier: (B)(4). Service history review: a review of the service history records for the involved unit shows that the unit was returned three times (12/2014, 2/2019 and 2/2020) for overhaul repair. The mayfield swivel adaptor was returned for evaluation: failure analysis: no issues were observed from the functional testing and investigation of the device. Pm maintenance , replacement of worn part and cleaning required. Root cause: the evaluation was unable to conclusively verify customer information as valid. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.